Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was found to be flattened and longer then specification. Flattening did not prevent fluid completing the complete fluid path. It could not be determined when the damage occurred as there was no leak it was concluded that the damage did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 288 mg/dl while wearing the pod between 37 and 48 hours. The pod was leaking insulin during wear. No specific treatment information was provided.